Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that keys are making the right contact of the act and arrows keys. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.